Event description:
It was reported that a cartridge alarm occurred multiple times during pumping, preventing the customer from successfully loading a new cartridge and resuming insulin therapy. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted by providing instructions for putting the pump into storage mode and arranged a replacement pump. The customer acknowledged the instructions and planned to use multiple daily injections as backup therapy until the new pump arrived.